Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the device manufacture date had the incorrect date. The correct date is oct 3, 2022. The following section has been updated accordingly: section h4: device manufacture date: oct 3, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had device advancement issue and the haptic was ripped. There was no patient contact with the product. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product.  If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.